Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit did not have an audible tone. The unit was triaged and the reported condition was confirmed. A component of the buzzer circuit was found dislodged. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer initiated a repair order to have the unit checked for proper operation. A specific issue was not stated. Upon triage on 3/22/2018 the service technician found that the unit had no audio.